Event description:
It was reported that the asymptomatic patient presented in clinic for routine-follow-up with an alert for high, out of range, lead impedance. A new lead was implanted and high voltage lead impedance was still high and out of range. The device was replaced and the issue resolved. The patients condition was good after the procedure with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.